Event description:
It was reported that the patient presented to the clinic not feeling well. It was determined the implantable pulse generator (ipg) had reached premature battery depletion. The device change out is planned. No patient complications have been reported as a result of this event.